Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the expiratory hold initiating on its own during use. No patient harm was reported.

Manufacturer narrative:
The customer replaced the mmi pcb to resolve this issue.